Event description:
Spontaneous call from patient to report that her cassette when filling the liner inside it was leaking. She filled four cassettes and one of 4 was leaking. She stated it could be either lot# 4046846 or lot# 408490, she will keep track exact which one next time, but for now she wanted to make sure we report this. No other information or dates known. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the product available for investigation? Unknown; did we replace product? No, patient had 3 others that did not leak did the patient have a backup product they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.